Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the nurse was unable to connect the system controller power cable to the battery clip. A lodged pin was observed on the battery clip lemo connector which appeared to have come from the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pin on the system controller was confirmed. The heartmate 3 system controller was not returned for evaluation; however visual inspection of the returned battery clip, lot 8022235, confirmed a lodged pin in lemo connector. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.